Event description:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("after this treatment with essure, she developed nickel allergy") in a female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of multi gravida and parity 3. She never had any of these symptoms before essure, she was strong and healthy. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012 she experienced allergy to metals (seriousness criterion intervention required), acne ("after this treatment with essure, she developed severe acne"), eczema ("after this treatment with essure, she developed severe eczema"), mastitis ("after this treatment with essure, she developed breast infections"), inflammation ("after this treatment with essure, she developed general inflammation"), fatigue ("after this treatment with essure, she developed intense fatigue"), memory impairment ("after this treatment with essure, she developed memory problems"), headache ("after this treatment with essure, she developed headache"), pelvic discomfort ("after this treatment with essure, she developed pelvic instability"), arthralgia ("after this treatment with essure, she developed joint pain"), fungal infection ("after this treatment with essure, she developed strange fungal infections"), heavy menstrual bleeding ("after this treatment with essure, she developed heavy menstrual symptoms"), alopecia ("after this treatment with essure, she developed hair loss"), nail disorder ("after this treatment with essure, she developed weak nails") and tooth disorder ("after this treatment with essure, she developed dental problems"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered acne, allergy to metals, alopecia, arthralgia, eczema, fatigue, fungal infection, headache, heavy menstrual bleeding, inflammation, mastitis, memory impairment, nail disorder, pelvic discomfort and tooth disorder to be related to essure administration. The reporter commented: I never had any of these symptoms before essure; I was strong, healthy and could handle life easily! As a result of the symptoms, I have been severely hindered in my normal daily functioning as a single mother, and I have suffered damages. I could hardly do anything anymore with my three children, let alone go back to work. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("after this treatment with essure, she developed nickel allergy") in a female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of multi gravida and parity 3. She never had any of these symptoms before essure, she was strong and healthy. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012 she experienced allergy to metals (seriousness criterion intervention required), acne ("after this treatment with essure, she developed severe acne"), eczema ("after this treatment with essure, she developed severe eczema"), mastitis ("after this treatment with essure, she developed breast infections"), inflammation ("after this treatment with essure, she developed general inflammation"), fatigue ("after this treatment with essure, she developed intense fatigue"), memory impairment ("after this treatment with essure, she developed memory problems"), headache ("after this treatment with essure, she developed headache"), pelvic discomfort ("after this treatment with essure, she developed pelvic instability"), arthralgia ("after this treatment with essure, she developed joint pain"), fungal infection ("after this treatment with essure, she developed strange fungal infections"), heavy menstrual bleeding ("after this treatment with essure, she developed heavy menstrual symptoms"), alopecia ("after this treatment with essure, she developed hair loss"), nail disorder ("after this treatment with essure, she developed weak nails") and tooth disorder ("after this treatment with essure, she developed dental problems"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered acne, allergy to metals, alopecia, arthralgia, eczema, fatigue, fungal infection, headache, heavy menstrual bleeding, inflammation, mastitis, memory impairment, nail disorder, pelvic discomfort and tooth disorder to be related to essure administration. The reporter commented: I never had any of these symptoms before essure; I was strong, healthy and could handle life easily! As a result of the symptoms, I have been severely hindered in my normal daily functioning as a single mother, and I have suffered damages. I could hardly do anything anymore with my three children, let alone go back to work. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-oct-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.